Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the gantry could not be extended due to the reported issue. To restore functionality, the cover was re-aligned and secured. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the generator cover of the imaging system was off track and would bind when attempting to move the gantry. There was no patient present when this issue was identified. It was noted that the reported issue would prevent the gantry from extending.